Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Blood penetrated the lead in these areas. Further inspection showed abrasion marks along the lead body. The insulation was intact. In summary, the lead presented cuttings in the insulation, which resulted presumably from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead kept being dislodged. Patient's anatomy was put into consideration. Additional information received indicated that the lead dislodgement first noted a month ago. This lead was explanted and a new rv lead was implanted. Should additional information be received, this file will be updated.